Event description:
It has been reported to philips that, during procedure c-arm operation could not be done with apc. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and performed a neurovascular procedure. A philips field service engineer (fse) inspected the system onsite and confirmed that the arm operation could not be done on the automatic position control (apc). The fse performed the troubleshooting action and discovered damage to the geometry module's acc button and wear on other levers and buttons. The fse replaced the geometry module. After the replacement of geometry module, system was returned to use in good working order. The codes were updated based on the investigation outcome.